Event description:
Information was received indicating that a smiths medical cadd solis vip pump has a damaged air sensor. The issue was found during testing and there was no patient involvement.

Manufacturer narrative:
H10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a damaged air detector sensor and lcd lens. During analysis, the customer's stated problem was able to be verified. The device was found to have air detector sensor damaged by customer. It was found that the air detector sensor was defective due to damage. Therefore, the air detector sensor will be replaced to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.